Manufacturer narrative:
It was also reported that the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on august 10, 2023.

Manufacturer narrative:
This report is submitted on august 02, 2023.

Event description:
Per the clinic, the patient underwent a skin flap surgery on (B)(6) 2023, to re-position the device. The implanted device remains.